Event description:
It was reported that this electrode was associated with a system infection. Surgical intervention was performed, and the electrode was explanted. No additional adverse patient effects were reported.